Event description:
It was reported that the home patient (hp) stated that they were going to reuse single-use supplies for peritoneal dialysis (apd) therapy. This occurred on the homechoice (hc) device. The hp explained that they reprimed the hc and they were going to connect for therapy. The technical service representative (tsr) explained that they would end up reusing single-use supplies and advised against it. The hp did not want to start over with new supplies and they were going to perform therapy with the current setup. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). As the device was not returned for analysis, no evaluation could be performed. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.